Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-may-2025, it was reported by the clinical diabetes specialist that the user called 911 due to a low blood glucose (bg) event. Follow-up attempts were made by customer support and the trainer on multiple occasions but were unsuccessful, as the user could not be reached and the voicemail box was full. The user informed the trainer they had been hospitalized for a seizure, though it was unclear if it was related to bg.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the device logs confirmed multiple low glucose alarms on (B)(6) 2025 consistent with a hypoglycemic event. Engineering analysis confirmed insulin delivery and alarm functionality were operating as intended. Device data confirm hypoglycemia on the reported event date. Clinical logs suggest possible delayed meal announcements at both lunch and dinner, as indicated by significant rises in cgm glucose and corresponding basal and correctional insulin delivery, with the meal announcements occurring after cgm glucose had begun to decline. Delayed meal announcements made after the ilet has already responded to hyperglycemia can result in insulin stacking, thereby increasing the risk of hypoglycemia. Multiple attempts to contact the user have been unsuccessful. Without additional context surrounding the event, the exact cause of the hypoglycemia cannot be determined.

Event description:
On (B)(6) 2025, a trainer reported that the user called 911 due to a low blood glucose (bg) event. Follow-up attempts were made by customer support and the trainer on multiple occasions but were unsuccessful, as the user could not be reached and the voicemail box was full.